Manufacturer narrative:
Received one single dpt-vamp plus kit for evaluation. The pressure tubing was detached from the solvent bond joint with the z-site of the vamp side in the kit. Indication of bonding solvent was visible at both, the tubing and z-site of the bond area. Tubing detachment occurred on patient side of the kit.

Event description:
It was reported that the pressure tubing connected to the z-site got detached and led to saline leakage after the setup and before connecting to the patient. There were no patient complications reported.